Event description:
The customer reported to customer service that the wires on the transformer are exposed and when his wife wiggled the cord she was shocked.

Manufacturer narrative:
A replacement power source was sent to the customer. In f/u with the customer by clinical, she stated that the transformer sparked and gave her a slight shock. Attempts to retrieve the product were unsuccessful. The product involved in the complaint has not been received for testing/analysis. Therefore, no conclusions can be made as to the cause of the event. However, the customer reported sparking from exposed wires, which is a safety risk. As a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are ongoing.